Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that error 1840 constant alarm occurred and moisture under lens was observed during testing. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was related to any previous repair. Visual inspection found the device in good condition; the tamper seal was removed. There was evidence of the reported error in the event history log. The reported problem was duplicated during the investigation. The device was found to be displaying 1840 error code message after it was powered up during the investigation. Multiple pages of 1610 error code messages were found in the device's event history logs. Scratched lens was also found. A defective motor, scratched lens and microprocessor unit board (mpu) were found to be cause for the reported issue. Recommended motor, lens and microprocessor unit board be replaced as corrective action. The root cause of the reported issue was unknown. The product is 13 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).